Manufacturer narrative:
Correction: medical device catalog,unique identifier (UDI). Additional information: device available for eval? Returned to manufacturer on. Device return to manuf? Device eval by manufacturer? If other specify. Imdrf a,g,b,c,d codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
Received pir2013581, which states "I have read the attached closure letter and unfortunately do not feel it is adequate in comparison to the significant risk with potential catastrophic outcomes that this pca access issue poses. These modules are used to secure high risk schedule 8 drugs and the current bedside locker keys that can access it have been distributed to over 600 staff members, both clinical and non-clinical. As I am sure you can understand this results in there being no clear way to identify who has access to these pumps and when they may have accessed them. The procedure is that there is only one key that can access these modules on each ward (held by the team leader or nurse unit manager) and one held by the hospital nursing coordinator. In this way it can be ensured that only staff who are appropriately trained can access these modules. Applying a code is simply not going to reduce the risk enough to make it fall within acceptable limits. Codes can be passed through word of mouth, seen by patients, given to casual or agency staff, etc. It has been one year since the original complaint and a couple of months since the subsequent complaint from myself and our corporate procurement team. Whilst we have tried to contain the knowledge of this security issue, it is fast become known amongst the wider staff population. We need to be proactive in addressing this rather than reactive once an incident occurs. I am happy to meet with you both to discuss the issue, but at this point I do not feel it is being taken as seriously as is required". There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
Received (B)(4), which states "I have read the attached closure letter and unfortunately do not feel it is adequate in comparison to the significant risk with potential catastrophic outcomes that this pca access issue poses. These modules are used to secure high risk schedule 8 drugs and the current bedside locker keys that can access it have been distributed to over 600 staff members, both clinical and non-clinical. As I am sure you can understand this results in there being no clear way to identify who has access to these pumps and when they may have accessed them. The procedure is that there is only one key that can access these modules on each ward (held by the team leader or nurse unit manager) and one held by the hospital nursing coordinator. In this way it can be ensured that only staff who are appropriately trained can access these modules. Applying a code is simply not going to reduce the risk enough to make it fall within acceptable limits. Codes can be passed through word of mouth, seen by patients, given to casual or agency staff, etc. It has been one year since the original complaint and a couple of months since the subsequent complaint from myself and our corporate procurement team. Whilst we have tried to contain the knowledge of this security issue, it is fast become known amongst the wider staff population. We need to be proactive in addressing this rather than reactive once an incident occurs. I am happy to meet with you both to discuss the issue, but at this point I do not feel it is being taken as seriously as is required". There was no patient involvement.